Event description:
On (B)(6) 2013, the site contacted intuitive surgical inc. (Isi) to report an unexpected setup joint movement with the camera arm on the da vinci s patient side cart. The isi technical support engineer (tse) advised the site to press and release the camera arm's port clutch button; however, it is not known if the site performed this step. The caller then reported that the surgeon had decided to convert the da vinci s pulmonary lobectomy procedure to an open surgical procedure and then ended the call. Isi attempted to contact the site for additional information; however, as of the date of this report no additional information has been obtained. Based on the provided information, it is not known if the patient was docked to the da vinci system at the time the issue occurred. It is also not known why the surgeon decided to convert to an open surgical procedure. The date of the procedure was not verified.

Manufacturer narrative:
On (B)(4) 2013, an intuitive surgical inc. Field engineer (fe) went on site. The fe was unable to reproduce the reported problem. The da vinci s system was tested and verified as ready for use. No parts were replaced. Based on the provided information, this complaint is being reported because the da vinci s surgical procedure was converted to an open surgical procedure after the site encountered an issue with the camera manipulator arm.